Event description:
While charging an electric wheelchair an explosion occurred, causing parts of the battery housing, battery plug and circuit breaker to fly across the room. An employee was thrown against a wall causing a short period of unconsciousness.